Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occurred. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).